Event description:
The customer's wife was having trouble keeping him awake, so the paramedics were called. The paramedics meter read 31 mg/dl. The customer's meter read 60mg/dl. Before the paramedics arrived, the customer was fed 2 sandwiches and 5 cookies. Paramedics gave him orange juice and sugar. His sugar had gone up before they left. The check test showed that meter's electronics were working. Normal control was unavailable, so customer service was sending a replacement. Customer service discussed technique and found that the customer was applying blood above the strip. Customer service was replacing the meter and strips.